Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution all evo-10-11-6-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent did not detach itself from the carrier system. He did not open. Another stent was used.

Manufacturer narrative:
Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: 3005580113. As per complaint form: "the stent did not detach itself from the carrier system. He did not open. Another stent was used." Sustaining engineer provided the following feedback: ¿we have never seen a biliary stent not open. If ¿stent failed to fully expand¿ failure mode can be attributed to biliary devices until we review this compliant then I agree use that failure mode.¿ 1 x evo-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the device was returned with the stent fully deployed and detached from the system. There was no lockwire returned. There was compression damage to the flexor. The device functioned as expected during lab evaluation. It was noted that the suture was still present. There was a kink in the flexor which was omitted in error from the lab notes. The customer complaint was confirmed as there was a kink in the flexor. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. Possible root causes for the kink in the flexor may have been as follows: "damage during transportation, damage during or prior to packaging, handling damage by user, excessive forces applied to system, incompatible accessory devices or scope selected (no information provided)". The following information was requested following lab evaluation: "can more detail on the difficulty encountered be provided please as information provided reads 'the stent did not detach itself from the carrier system' but the stent was fully deployed and detached from the system on return. Can it be confirmed if the stent was deployed inside the patient & if so could it be fully retracted before removal from the patient?" The reporter responded: ¿in the patient the stent did not release. After the customer remove the stent from the patient, he tried it again and it works.¿ which was discussed with engineering, it is assumed from the additional information that the device would not deploy in the patient but would outside the patient. Deployment difficulties appear to be related to patient anatomy. Confirmation was received from the rep: "that is right. The stent doesn't open in the patient." Prior to distribution all evo-10-11-6-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. The stent did not detach itself from the carrier system. He did not open. Another stent was used.